Manufacturer narrative:
Customer has been asked to perform a visual read. Customer indicated that there has not been any issue with the instrument after this incident. Customer was made aware verbally and by email of the leukocyte pad limitation as stated on the package insert that elevated glucose concentration may cause decreased leukocyte test results. Customer confirmed that instrument is performing as expected.

Event description:
Customer reported false negative leukocytes result on the instrument. There was no report of injury due to this event.